Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap appendectomy, the tip of the blade broke off in the patient. The doctor retrieved the tip and completed the procedure with another instrument. No patient consequence.